Event description:
Complainant alleged that the medics were responding to a call for a 78 y/o pt (gender unk) CPR was being administered by the first responder who had determined that the pt was in ventricular fibrillation. When the medics arrived, they began setting up their device to begin monitoring the pt. When the medics powered up the device a green dot appeared of the device screen. The medics immediately began using the first responders device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.